Event description:
It was reported that after eating breakfast and conducting morning activities, the ilet user selected ¿dinner ¿ usual¿ instead of ¿breakfast ¿ usual,¿ which delivered insufficient insulin and led to elevated blood glucose readings peaking at 269 mg/dl. Symptoms included hyperglycemia, though the user reported feeling fine. Outcomes included no health consequences or impact. Investigation included communication with the user, interviews, and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to incorrect meal type. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.